Event description:
The manufacturer received information alleging sinus infection and brown discharge while using the machine causing harm and has seen a doctor regarding issue who has prescribed multiple antibiotics. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received on 09/10/2024 and section h11 should be reported as: the manufacturer received information alleging sinus infection and brown discharge while using the machine causing harm and has seen a doctor regarding issue who has prescribed multiple antibiotics. There was report of serious or permanent harm or injury. Repeated attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed. Box h was updated in this report.